Manufacturer narrative:
The cl electrode lot number was i18. The electrode expiration date was requested, but not provided. The customer replaced the electrodes, performed electrode activation, and ran dummy serum samples. The customer performed an ise check and received errors when trying to calibrate the new electrodes. The field service engineer determined the rinse mechanism was leaking and that a nozzle spring was no assembled correctly. The rinse mechanism tubing was replaced and the ise nozzle assembly was re-assembled. Calibration and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cl electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a cl value of 131.1 mmol/l. The customer repeated the sample due to the value being unbelievable. The sample was repeated on a second analyzer, resulting in a value of 91.0 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The customer stated that controls were acceptable prior to the event. The sample centrifugation time may have been shorter and the speed may have been faster than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.